Manufacturer narrative:
The reported event for ipg turning off by itself was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. Manufacturing investigation: plano site: no issue found with DHR review. The ipg was manufactured and tested according to the current manufacturing specifications, and passed all manufacturing tests and visual inspection requirements. No rework or ncmr associated with this event.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient¿s ipg started turning off on its own following a trauma. However, patient was able to turn on the ipg and continue therapy. Surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed and issue resolved post operatively.